Manufacturer narrative:
H3: other; device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the doctor performed a balloon inflator test before performing endotracheal intubation. After inflating, the balloon quickly leaked, making it unusable and discarded. He immediately stopped using it and replaced it with a new set, which worked normally. There was patient involvement, but no patient harm/adverse event reported.